Event description:
Port a cath fractured upon removal attempt. Patient unable to maintain stable vitals to allow for continued attempts to remove. Port a cath implanted (B)(6) 2009. Patient with leukemia required cancer therapy and lab draws. Concern that this catheter should not have fractured like it did preventing removal.